Event description:
Related manufacturing reference number: 2017865-2022-43668. Related manufacturing reference number: 2017865-2022-43669. Related manufacturing reference number: 2017865-2022-43671. It was reported that the patient had developed endocarditis and had vegetation or thrombus on a lead. The pacemaker and three leads were explanted. The patient was stable post procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.